Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-08792. It was reported that st elevation occurred post procedure. A watchman ® laa closure device and delivery system along with a watchman® access system were selected. The closure device was implanted during a left atrial appendage (laa) closure procedure. Three or four minutes after the case/procedure was over, the patient experienced significant st elevation. The patient¿s heart rhythm returned back to normal within 5 minutes. No intervention was performed. Angiogram of various vessels was completely clear and unremarkable. No further patient complications were reported and the patient is completely stable and fine.